Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626680,626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, depression, anxiety, gestational diabetes, abnormal uterine bleeding, menorrhagia, uterine cyst, spontaneous abortion, vaginal pain, headache, bipolar disorder, adenomyosis, diarrhea, abdominal pain, abdominal bloating, decreased appetite, peritonitis and pneumoperitoneum. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2014. At the time of the report, the intestinal perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered genital haemorrhage, hypersensitivity, intestinal perforation, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ abnormal bleeding, psych injury, allergic reaction. Discrepancy-date(s) of insertion: (B)(6) 2008(as per pif). Insertion details-left-1 right 1 coil coming out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: both tubes are occluded. Pathology test - on (B)(6) 2014: adenomyosis. Cervix with squamous metaplasia and microglandular hyperplasia at squamocolumnar junction/transformation zone, indefinite for hpv effect bilateral fallopian tubes, no specific pathologic abnormality. Cxl/cxl; on (B)(6) 2014: fibrinous exudate, abdomen, debridement: blood, fibrin and mixed acute and chronic inflammation. No evidence of malignancy. Ultrasound pelvis - on (B)(6) 2008: the endometrial lining measures 0.6 cm and is normal in size currently. Subendometrial cysts are again visible. Lot number: 626680, manufacture date: 2008-02, and expiration date: 2010-01. Lot number: 626912, manufacture date: 2008-04, and expiration date: 2010-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('bowel perforation') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626680,626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, depression, anxiety, gestational diabetes, abnormal uterine bleeding, menorrhagia, uterine cyst, spontaneous abortion, vaginal pain, headache, bipolar disorder, adenomyosis, diarrhea, abdominal pain, abdominal bloating, decreased appetite, peritonitis and pneumoperitoneum. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2014. At the time of the report, the intestinal perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered genital haemorrhage, hypersensitivity, intestinal perforation, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ abnormal bleeding, psych injury, allergic reaction discrepancy-date(s) of insertion: (B)(6) 2008(as per pif). Insertion details-left-1 right 1 coil coming out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: both tubes are occluded. Pathology test - on (B)(6) 2014: adenomyosis. Cervix with squamous metaplasia and microglandular hyperplasia at squamocolumnar junction/transformation zone, indefinite for hpv effect bilateral fallopian tubes, no specific pathologic abnormality. Cxl/cxl; on (B)(6) 2014: fibrinous exudate, abdomen, debridement: blood, fibrin and mixed acute and chronic inflammation. No evidence of malignancy. Ultrasound pelvis - on (B)(6) 2008: the endometrial lining measures 0.6 cm and is normal in size currently. Subendometrial cysts are again visible. Lot no-626680, expiration date-30jan2010. Lot no-626912, expiration date-30mar2010. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received- lot number were added. Event bowel perforation were added. New reporter, lab data, medical history, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ abnormal bleeding, psych injury, allergic reaction. Discrepancy-date(s) of insertion: (B)(6) 2008 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-event injury updated to pelvic pain. New event abnormal bleeding, psych injury, allergic reaction were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.